Event description:
It was reported that the patient had a pico 7 applied following a knee surgery on (B)(6) 2020. The patient was advised that she was able to take a shower as long as the device did not get wet, so she put the device in a plastic bag and took a shower but then found out that all lights were illuminated. No further information is available.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico 7 products. There have been further complaints reported with this issue in the past three years. The device was used for treatment. It was reported that the patient discovered that all indicator lights were illuminated after taking a shower. As the pump was not returned, a thorough visual and functional evaluation could not be carried out. We have therefore not been able to confirm a relationship between the event and the device. When all indicator lights become solidly illuminated, this means that the device entered a non-recoverable error state. This is a patient safety feature. It was reported that the device was placed in a plastic bag whilst taking a shower. It is crucial to ensure that no water enters the tubing or the dressing. The pump must be stored in a safe place in which it will not come into direct water contact or sprays of water. We have not been able to identify a definitive root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.